Event description:
The user reported that several of our gamma xl, bedside patient monitors were configured in the neonate mode when the monitors re-initialized (reset) and the configuration changed back to the default setting in the adult mode.